Event description:
Information received indicates the caster wheels move slightly after the brake has been engaged.

Manufacturer narrative:
The technician adjusted the brake and brake/steer casters and the brake cable tension to repair the bed.